Event description:
It was reported that the patient underwent cardioversion for atrial fibrillation. Subsequently, the patient was hospitalized due to exit block. It was also reported that the lead had increasing thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.